Manufacturer narrative:
This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Physician reports an unknown side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: two extended openings, red material was found on the shell and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: one opening crease sharp, two openings striated and stress marks. Based on the device analysis the final assessment is: one opening crease sharp assessed as fold flaw opening. Two openings striated assessed as surgical damage. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.